Event description:
While picking up the oxygen concentrator after the pt was discharged from the nursing home, noticed that the tile floor underneath the concentrator was discolored, brown in color. Further noted around the lower front of the concentrator was discolored as well as inside the concentrator cabinet in front of the compressor. Also noted the supporting bracket of the compressor appeared to be slightly bent. Some white powder, about 2in x 3in was found on the interior cabinet in the foam insulation, in front of compressor there was no pt involvement. This was thought to be a possible fire hazard.